Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that xen 45 gel stent in a patient became exposed about 5-6 weeks post implantation. Xen was removed. Patient on drops and event resolved.